Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The user's blood glucose (bg) level ranged from 200 mg/dl to 300 mg/dl. Reportedly, the user changed all the supplies and resumed insulin delivery.